Event description:
It was reported that the pulse generator's auto capture turned off which resulted in loss of output. The patient collapsed. The device was explanted and replaced (B)(6) 2012.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation anticipated but not yet begun.